Event description:
The pt claims that the graft was implanted in 1997 for an abdominal aortic aneurysm procedure. In 2002, a catscan revealed that the graft was leaking at its upper area (top). The following month, a 2-piece medtronic stent device was inserted during an outpt procedure without anesthesia. The original, implanted graft remains in the pt. The procedure went okay. The pt's post-operative condition was okay. The pt was told they could go back to work in one week following the repair. The pt feels ok today. Additional info from device tracking pt records reveals that the graft was actually implanted for a left femoral repair.